Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected in drain 4. The home patient (hp) was trying to bypass last fill but could not. They then disconnected. The hp then called for assistance and upon their return the device was alarming se 2240. The hp did not use proper disconnect procedures as per user manual. They re-connected to the same setup and called baxter technical support for help. The technical service representative (tsr) explained that while the patient was away from the device, it was still in drain and air was sucked into the patient line causing the alarm. The tsr had the patient close all the clamps and cycle power to the device to clear the alarm. Patient did manual exchange to complete the last fill. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that he disconnected to go get a phone for help and when he got back the hc was alarming system error 2240. The patient did not use proper disconnect procedures. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.